Manufacturer narrative:
(B)(4).

Event description:
It was reported that two weeks after implant this right ventricular (rv) lead threshold had increased to 7.0v , and r-wave amplitude had decreased to less than 5.0mv suspected due to a dislodgement. Subsequently, a lead revision was performed where the lead was surgically repositioned successfully. No adverse patient effects were reported.